Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, 3003898360-2023-00125, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with its trigger partially engaged and with 23 staples remaining in the cover block, indicating that at least 12 staples were fired by the end user. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Additional testing was not required as a part of this complaint investigation. The lot number was not reported. However, a potential lot number was confirmed with the distributor. The potential lot number is 73a2200161. Per DHR the product visistat 35r 6/box lot # 73a2200161 was manufactured on 01/04/2022 a total of 14,004 pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, 3003898360-2023-00125, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.